Manufacturer narrative:
Additional information: b3: awareness date used as event date. The device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the device labeling and associated risk documents was completed. Inflammation is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Inflammation is an established risk associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4). Please reference report 2032546-2025-00013 for the report of uveitis, hypopyon and inflammation associated with the right eye (od).

Event description:
Initially, it was reported that following a right eye (od) trabecular microbypass stent system procedure, the patient developed a postoperative inflammatory reaction and presented one (1) month postop and subsequently six (6) months later with uveitis and recurrent hypopyon with inflammation (od) in response to steroids. Additionally per report, milder chronic inflammation was also observed following stent implantation in the left eye (os), and noted a possible allergy to the stent components. There was no report of intervention in the left eye (os). This report references the report of inflammation associated with the left eye (os).

Manufacturer narrative:
MFR# reference: (B)(4).